Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal battery depletion.

Event description:
It was reported that the patient presented for elective replacement due to approaching elective replacement indicator. The device exhibited backup vvi and loss of output. The pulse generator was explanted and replaced.